Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
Triathlon pa correct size femur would not stay on cut left femur. According to rep, issue was resolved by cementing a femoral component. Delay was only in time needed for cement to cure. Device is being cleaned and will be returned by hospital personnel.

Manufacturer narrative:
An event regarding size/fit issue involving a triathlon femoral component was reported. The event was not confirmed. Conclusions: the results of the investigation indicated that the device was visually and dimensionally within specifications. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Triathlon pa correct size femur would not stay on cut left femur. According to rep, issue was resolved by cementing a femoral component. Delay was only in time needed for cement to cure. Device is being cleaned and will be returned by hospital personnel.